Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator, filament drive, generator driver, and the snubber board were all replaced. Also, the generator and filament circuits were recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported intermittently the system failed to display an image. No report of patient injury.